Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery cover would not come off and the pump had died. The customer states the screen was scratched and could not be read. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a stripped battery cap coin slot, a cracked case at the display window corner, a cracked reservoir tube lip, severe scratches on the lcd window and cracked battery tube threads. No blank display was noted during testing.